Manufacturer narrative:
Corrected to reflect serious injury

Event description:
On may 21, 2014, it was reported that duplex imaging demonstrated a patent (rmt261416/10822840) trunk-ipsilateral leg component with a small endoleak of an unknown source; and the presence of echogenic debris and an absent doppler flow, consistent with occlusion within the iliac extender component (pxl161007/9716125) in the left internal iliac artery.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm and bilateral iliac artery aneurysm. The patient is enrolled in the gore iliac branch endoprosthesis (ibe) ide study, which involves commercialized gore® excluder® aaa endoprostheses. The investigational devices are the gore® excluder® iliac branch endoprosthesis, consisting of the iliac branch component (ibc) and the internal iliac branch component (iic). A contralateral leg component was placed as a bridge graft to the ibe component, and due to some reported infolding, balloon angioplasty was performed. Post angioplasty the infolding was reported to be not significant.

Manufacturer narrative:
Current medications include but are not limited to: hyrdocodone, plavix, colace, glucotrol, procardia, hyrodiurl. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the instructions for use (IFU), for the gore® excluder® endoprostheses, the iliac extender endoprosthesis (iliac extender) provides an extension of up to 4cm of either the ipsilateral or contralateral limb.